Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. It was reported that there was oversensing on ventricular channel for unknown reasons and the patient received an inappropriate shock. The patient was asymptomatic. No adverse patient side effects were reported.